Event description:
It was reported that the power unit of the trudi navigation system (fg-2000-00) overheated during a demonstration case. The reporter stated that after two hours, they "touched the console and noticed it was extremely hot". Additionally, the reporter noticed an error message 2100 - overheating. There was no patient involvement and no injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g4 (PMA/510(k) #), g6, h2, h3, h6, h11. A field service engineer (fse) was dispatched to evaluate the trudi navigation system (fg-2000-00). The fse replicated the issue reported and observed the console red, and error 2100 on the trudi home screen. Fse accessed the location server and observed the last error. The fse inspected the nidaq cables and observed a stripped and broken pin on nidaq cable-1 stuck on the console. The fse then replaced the nidaq cables (1, 2 &3). Additionally, the fse replaced the console and emitter pad. The fse imported calibration files manually from the calibration files cd and verified other important calibration files. Finally, the fse performed cube and noise tests, which passed.